Event description:
It was reported that the ventricular pacing spike with no capture was recorded on the electrocardiogram on two separate occasions one day post operatively. A chest x-ray and device check were performed and no abnormalities were found. The patient had stable atrioventricular conduction was discharged from the hospital. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.